Event description:
The catheter was inserted in the basilic vein on (B) (6) 2009. On (B) (6) 2009, the nurse found the catheter broken.

Manufacturer narrative:
The sample is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).